Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation it was discovered that the belt was unable to pass incoming testing. During the incoming functional testing, the electrode belt had a pulled cable. Upon investigation the distribution node to rear therapy electrode was pulled from its strain relief, damaging wires in the cables. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) for an unrelated event. Upon evaluation it was discovered that the belt was unable to pass incoming testing.